Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. Gastro intestinal ulcer and stoma site abscess are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, during an evaluation by the gastroenterologist, it was found that the patient had a superficial ulcer at the point of contact of the inner ring of the peg tube. The patient's peg tube was removed due to a large dermatologic keloid mass at the stoma site with pus and blood. The peg tube will be reinserted after surgical evaluation and removal of the mass. The patient was prescribed peros treatment. It was reported that the patient was not hospitalized.